Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 402452 lead, implanted: (B)(6) 1998. (B)(4).

Event description:
It was reported that the right atrial (ra) lead had low impedance. A polarity switch to unipolar occurred resulting in oversensing. The ra lead was programmed back to bipolar and remains in use. No patient complications have been reported as a result of this event.